Event description:
The home patient reported a cassette leak during priming. The solution leaked onto the floor. The entire set-up was discarded and new supplies were obtained. No patient injury or medical intervention was associated with this report per the home patient.